Event description:
It has been identified that this record, is a duplicate of prid (B)(4). Please see (B)(4) for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported an unknown side rupture. The status of the device is unknown.